Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted in the gastroesophageal junction to treat a malignant distal stricture during an esophagogastroduodenoscopy (egd) with stent placement procedure on (B)(6) 2025. The patient's anatomy was tight and was not dilated prior to stent placement. During the procedure, it was reported that the esophageal stent was successfully deployed. However, the physician drove a gastroscope through the stent causing it to dislodge distally into the stomach. The procedure was prolonged for approximately 1 hour as attempts to retrieve the stent using snares and rat tooth forceps were made. Despite the efforts, the device was not able to be retrieved; the physician is going to schedule a future procedure to remove it eventually. The procedure was completed by implanting another wallflex stent. The patient's condition was stable after the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (patient codes) has been updated. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf patient code e2008 captures the reportable event of unretrieved device fragments. Imdrf impact code f2301 captures the reportable of additional device required.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted in the gastroesophageal junction to treat a malignant distal stricture during an esophagogastroduodenoscopy (egd) with stent placement procedure on (B)(6) 2025. The patient's anatomy was tight and was not dilated prior to stent placement. During the procedure, it was reported that the esophageal stent was successfully deployed. However, the physician drove a gastroscope through the stent causing it to dislodge distally into the stomach. The procedure was prolonged for approximately 1 hour as attempts to retrieve the stent using snares and rat tooth forceps were made. Despite the efforts, the device was not able to be retrieved; the physician is going to schedule a future procedure to remove it eventually. The procedure was completed by implanting another wallflex stent. The patient's condition was stable after the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f2301 captures the reportable of additional device required.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted in the gastroesophageal junction to treat a malignant distal stricture during an esophagogastroduodenoscopy (egd) with stent placement procedure on (B)(6) 2025. The patient's anatomy was tight and was not dilated prior to stent placement. During the procedure, it was reported that the esophageal stent was successfully deployed. However, the physician drove a gastroscope through the stent causing it to dislodge distally into the stomach. The procedure was prolonged for approximately 1 hour as attempts to retrieve the stent using snares and rat tooth forceps were made. Despite the efforts, the device was not able to be retrieved; the physician is going to schedule a future procedure to remove it eventually. The procedure was completed by implanting another wallflex stent. The patient's condition was stable after the procedure. There were no patient complications reported as a result of this event. Additional information received on january 28, 2026: it was later confirmed that the stent was removed from the patient's stomach on an unknown date.

Manufacturer narrative:
Block b5 (describe event or problem) and block h6 (patient codes) have been updated based on the additional information received on january 28, 2026. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f2301 captures the reportable of additional device required (snares and rat tooth forceps). Imdrf impact code f2301 captures the reportable of the endoscopic procedure scheduled to retrieve the stent.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted in the gastroesophageal junction to treat a malignant distal stricture during an esophagogastroduodenoscopy (egd) with stent placement procedure on (B)(6) 2025. The patient's anatomy was tight and was not dilated prior to stent placement. During the procedure, it was reported that the esophageal stent was successfully deployed. However, the physician drove a gastroscope through the stent causing it to dislodge distally into the stomach. The procedure was prolonged for approximately 1 hour as attempts to retrieve the stent using snares and rat tooth forceps were made. Despite the efforts, the device was not able to be retrieved; the physician is going to schedule a future procedure to remove it eventually. The procedure was completed by implanting another wallflex stent. The patient's condition was stable after the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes) has been updated. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f2301 captures the reportable of additional device required.